Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the subject device. The testing result cleared the (B)(6) guideline. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of (B)(4). Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to olympus. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for pseudomonas aeruginosa (50-500 cfu/0.2ml), klebsiella oxytoca (50-500 cfu/0.2ml), stenotrophomonas maltophilia (50-500 cfu/0.2ml) and pseudomonas species (50-500 cfu/0.2ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.